Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. There were multiple previous occlusion events, and similar actions were taken each time.